Manufacturer narrative:
The manufacturer received the device for investigation on january 25, 2017. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom us acet cmpnt 58/52 r on (B)(6) 2006 on the right side. The patient underwent a revision surgery on (B)(6) 2017 due to osteolysis, wear and loosening.

Manufacturer narrative:
The product was received in zimmer (B)(4) (B)(6) on (B)(6) 2017. The investigation results have been made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of received information: it was reported that the patient was revised due to massive osteolysis in ilium and ischium. The cup was impacted on the rim 2-3 times and spun loose. No bone or fibrous growth on the cup at all and it looked brand new. Brown paste like material was packed inside the ldh head and also several curretts full of the material were removed from the ilium and ischium. Bone grafting was done and a continuum multi-hole 60mm cup was impacted and one screw used to secure the cup. 36 neutral ve liner was placed in as well as a 36 versys 10.5 head. Tm stem was well fixed and not involved. Device analysis: the durom cup showed damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited poor bone on growth. Only few bone traces visible. The surface of ldh head was scratched and that there was an area with parallel scratches that forms a line on one side. The anchoring side of the head was covered with some organic deposits. On the inner surface of the head adapter surface changes due to fretting corrosion as well as three marks of unknown origin could be found. The outer surface of the head adapter showed some organic deposits. Root cause analysis: according to the available information, the patient was revised due massive osteolysis in ilium and ischium. Following observation were also reported: no bone or fibrous growth on the cup, brown material was found inside the ldh head and also material was removed from the ilium and ischium. The retrievals exhibit poor bone on growth on the porous coating of the durom acetabular component, which was consistent with the observation reported. Some surface changes due to fretting corrosion were found on the inner surface of the head adapter surface. The reason for these phenomena stays unknown. No further investigation required as this issue is known and addressed in (B)(6) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).